Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 227177.

Event description:
It was reported during the therapeutic endoscopic retrograde cholangiopancreatography (ercp), the duodenovideoscope was used in combination with the distal cover and the cover fell out in the stomach while heading toward the duodenum. The distal cover was recovered using forceps. The doctor replaced it with another distal cover and completed the procedure using the same scope. There was no procedural delay beyond the time required to exchange equipment. There was no reported patient impact.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, when the distal cover is attached properly, it is deformed when detaching. Yet, the actual item was free from deformation. Since the distal cover was detached from the endoscope without deformation, it could have been attached improperly in the insufficient attachment status. Therefore, the distal cover may be detached from the endoscope due to stress during use. However, a specific root cause of the reported event could not be identified. The event can be detected and/or prevented by following the instructions for use which state: - chapter 4, section 4.1 describes how to detect the subject event. - chapter 3, section 3.5 describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.